Event description:
Customer reports to have received a button error alarm during bolus. Customer's blood glucose reading was 153 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
The insulin pump had intermittent button response from the up button due to a corroded keypad trace. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.